Event description:
The reporter states that pt was tested and the caregiver obtained a pt result of 43 mg/dl on the accu-chek inform system and a pt lab result of 25 mg/dl. Test results were obtained within 10 mins. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent and return requested.